Event description:
Healthcare professional reported right side rupture, and a few folds present with the implant. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is a striated opening in the anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.